Manufacturer narrative:
H4: the lot was manufactured between august 3, 2023 ¿ august 7, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during infusion. The device contained 3g fluorouracil and 120ml 0.9% normal saline. The expected therapy time was 48 hours, but the infusion was completed 9 hours before the scheduled time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.